Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge did not fit properly onto the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.